Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unk) the device displayed an unspecified "pacer fault" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.